Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device remains implanted and was not returned for additional evaluation and investigation. The less-than-ideal pain control may have been related to the positioning of the catheter. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions to report a catheter revision due to a pocket revision. Representative stated that 5 cm of flowonix catheter was taken off the proximal end and 24 cm of flowonix catheter was added to the proximal end. They also reported that the catheter tip was lowered from t6 to t9. Representative reported the catheter was lowered due to patient citing less-than-ideal pain control. The removed section of catheter was disposed of at the facility. MFR 3010079947-2021-00194 was opened to address the pocket revision.